Event description:
A patient reported blood glucose results of "8.8 mmol/l and 21.8 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter and control solution were replaced.